Manufacturer narrative:
(B)(4) it was reported that the steering mechanism of the catheter failed and the catheter was not able to be manipulated. Upon receipt, the catheter was visually inspected and the proximal end of tip dome had foreign material off-white to reddish brown color. In addition, ring 1 on distal side had white material underneath the ring. During decontamination the first foreign material mentioned was dissolved. For the white material a ft-ir test was performed in order to identify the type of material; the results demonstrated that the particle was mainly composed of acrylate ¿ based material. It is unknown the origin of the foreign material. Then per the reported event, the catheter was tested for deflection and the catheter failed. Afterwards, the catheter was dissected and it was noticed that the t bar slid down from its place the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent foreign material from leaving the facility. The reported customer complaint has been verified. In addition, a corrective action has been opened to address and resolve the t bar issue.

Event description:
It was reported that during the procedure, the steering mechanism of this catheter failed and the catheter was not able to be manipulated. The case was completed by using another catheter without any patient consequence. Upon visual inspection of the returned complaint catheter, on june 3, 2014 bwi failure analysis lab noted ring #1 on distal side has white material underneath the ring making this event reportable.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted. (B)(4).